Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pet grabbed the pump and the screen became shattered. Subsequently, the pump screen became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that insulin pens were available for back up therapy.